Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 1.6; lab-inr: 3.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.6; reference: 3.9; mean: 2.75; confidence-limits: 1.7-3.8. For investigation results, & in-house (accuracy) testing. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for each lot are within the allowable bias. These meet the above criteria. No further action is required. No strip deficiency was established. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return.